Manufacturer narrative:
Based on the available information, this event is deemed a misuse of the product. There were no reports of the patient being harmed as a result of this misuse. Should additional information become available, a follow-up report will be submitted.

Event description:
The nurse reports the flexi-seal signal fms fecal management system was inserted into the patient's bowel on (B)(6) 2014 for bristol stool scale type 7 loose stools and further stated at the time fecal matter was draining into the system. On (B)(6) 2014 a nurse providing personal care to the patient reported the fms was found to be inserted into the patient's vagina. The nurse stated the device could not be removed until the retention balloon was deflated and then discontinued the fms. The nurse further reports the patient's stool was bristol stool scale type 4 and were not longer loose and the time the fms was found to be in the patient's vagina.